Manufacturer narrative:
Product returned on june 4, 2015. Investigation is in process and a follow up will be filed upon completion.

Event description:
Complaint received stating "while pharmacy tech was pulling up cytoxin in the cl-20008, the technician as taping air out of the syringe and the syringe taping air out of the syringe and the syringe disconnected from the cl2000s causing the drug to come disconnected from the syringe. Since the chemo drug was still attached to the cl2000s without a syringe, there was a significant chemo spill that sprayed the inside of the chemo hood, technician and myself. No adverse clinician consequences reported.

Manufacturer narrative:
Product was never returned for evaluation. No lot number provided for review. Previous mfg report number on page one incorrect but correct in MFR report number. Was 2025816-20156-0007 and should have been 2025816-2015-00070, in both sections.